Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44-45 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, customer attempted to self-treat by consuming carbohydrates, however; customer become incoherent and paramedics were called. Customer does not recall what treatment was provided. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.